Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿bruising, lumpiness, hyper pigmented, and discoloration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: 4. Warnings; treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Patient reported a couple days after being injected in both upper cheek areas with juvéderm voluma® xc, the patient experienced ¿lumpiness on both sides which never went away.¿ the patient reported that it stated with bruising and the physician administered ice compressions, but when the lumpiness was obvious, they administered steroids for 30 days and antihistamines. The patient reported that it helped, resulting in ¿mild changes¿ in the symptoms. The patient reported that at an unspecified time later, under their skin they have lump, and the surface of the skin is ¿hyper-pigmented¿ or patient is experiencing ¿discoloration.¿